Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The surgeon reported intermittent cutting action while shaving the skirt. There was a slight delay but no impact or injury to the patient.